Event description:
The patient reported that during a cartridge change, the pump did not stop during the load step and dispensed insulin.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on to the verification screen with functional auditory and vibratory alarms. Evaluation revealed that the keypad is torn at the down arrow button and all keypad buttons were found to be unresponsive. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of corrosion observed on the button contacts, and moisture and corrosion were observed on the keypad flex connector and on the force sensor flex and housing. A review of the pump history indicated that loss of cartridge detection had occurred. The complaint could not be appropriately investigated due to moisture damage and the unresponsive keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. 2531779-03/24/2010-003-r.